Event description:
It was reported that this brady lead was a case of attempted implant lead insulation was damaged, and abnormal resistance values were observed during the pacing system analyzer (psa) evaluation. This lead was replaced with the same model. No adverse patient effects were reported.